Manufacturer narrative:
Device labeling reviewed: two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Additional note: patient identifier "(B)(6)" relates to patient's record existing in easytrack database. Current database patient identifier is "(B)(6)".

Event description:
Patient reported "a birth defect - congenital anomaly or malformation, specified as coloboma of the right pupil." No indication of treatment or surgical reoperation. Device remains implanted. Side was unspecified, this record represents the right side. See mrf 2024601-2014-00631 for the left side.